Manufacturer narrative:
Medtronic received the following information from a journal entitled ¿ preemptive embolization of abdominal aortic aneurysm sac side branch arteries promotes early sac shrinkage after endovascular aneurysm repair 1¿. Ueda, tatsuo et al. Annals of vascular surgery, volume 109, 9 - 19 https://doi.org/10.1016/j.avsg.2024.06.024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ preemptive embolization of abdominal aortic aneurysm sac side branch arteries promotes early sac shrinkage after endovascular aneurysm repair 1¿. The timeframe for the study was over five years. Multiple manufactures products were implanted in the patient population including endurant stent grafts. The aim of the study was to evaluate the efficacy of preemptive embolization of multiple side branch arteries branching from the abdominal aortic aneurysm sac in early aneurysm sac shrinkage after endovascular aneurysm repair among the patient population the following malfunctions were reported; ia endoleak, type v endoleak , type iii endoleak patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.